Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with more than 300 units of insulin. Tandem technical support was unable to perform troubleshooting as the reported event occurred in the past. Recommendation was made to fill the cartridge with 300 units per labeling instructions. There was no impact to the customer's blood glucose level.